Event description:
It was reported that "capio monodek bullet broke off midway during procedure. Bullet now missing and surgeon and team can't find the bullet. Team followed missing instrument protocol. Rubbish bags searched, magnetic roller used and x-ray was used for final confirmation that the bullet is not left inside the patient. Surgeon confirmed with x-ray that the missing bullet is not inside the patient". No report of patient harm or injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "capio monodek bullet broke off midway during procedure. Bullet now missing and surgeon and team can't find the bullet. Team followed missing instrument protocol. Rubbish bags searched, magnetic roller used and x-ray was used for final confirmation that the bullet is not left inside the patient. Surgeon confirmed with x-ray that the missing bullet is not inside the patient". No report of patient harm or injury.